Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. No intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. No intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.